Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (error 1) issue. It was reported that the meter remote emitted an error 1 with sub code 13, and the error could not be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the meter remote has been returned and evaluated by product analysis on 09/18/2014 with the following findings: a review of the meter remote download revealed an error 1 with sub code 13. During testing, the meter remote powered on properly and paired with a test pump. No errors were duplicated during investigation.

Manufacturer narrative:
The meter remote has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.